Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint that the instrument "would not cauterize." For clarification the instrument was found to have a broken conductor wire at the wrist. The instrument failed the electrical continuity test and the energy activation test would ultimately fail when placed on the system. Thermal damage was observed along the conductor wire path. Additional observation not reported was that the instrument was found to have thermal damage on the proximal clevis, distal idler pulley, and monopolar yaw pulley. Black char marks were present throughout the entire surface. Any missing material missing from the damage is likely thermally induced rather than mechanically induced. One side of the clevis ear was removed for further investigation. The silicone potting did not appear to be compromised and the conductor wire was not found broken around the weld location. The instrument had a broken yaw cable at the distal idler pulley. Advanced failure analysis reported that the conductor wire weld location was confirmed visually to be intact at the potting still present. The thermal damage was noted to be around the conductor wire portion that appeared to be pinched and cut. A review of the instrument log for the permanent cautery hook instrument (470183-11/n10180104) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2019. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because damage to the weld or conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The sections that are not applicable to this product are blank. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's eighth usage and, therefore, had not expired. Implant date is not applicable because the product is not implantable. Initial reporter is blank because the information is unknown. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the permanent cautery hook instrument would not cauterize. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.